Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as the lens remains implanted. Visual inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician reported a zct225 toric intraocular lens had rotated 12 degrees post implant in the left eye of a female patient. The lens was subsequently repositioned in a secondary surgery. The patient's vision is much better since rotation of the lens. The patient's uncorrected visual acuity post rotation is 20/20.

Manufacturer narrative:
Upon further review of the patient chart, the reported blurry vision was not included in the initial report. This supplemental report is being filed to include the reported blurry vision issue that was indicated on patient's chart. (B)(4). All pertinent information available to abbott medical optics has been submitted.